Manufacturer narrative:
(B)(4). Device passed the displacement test and the self test. Successfully downloaded the trace and history files using thus. A review of the pump history files shows two pump error 15 alarms on (B)(6) 2022 at 01:32 and again on (B)(6) 2022 at 15:36 that occurred. Per global logic analysis the pump error 15 alarms are due to software errors. Device was cut open to perform a visual inspection. No damage or moisture damage was found on the keypad assembly, electronic assembly the motor, or force sensor and the j1 connector on electrical board was locked properly. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device.